Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that a cartridge was not detected during the load sequence; customer alleged the issue was user induced but this could not be confirmed. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.